Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a bent pin in the unshielded heartmate 2 patient cable. The data was unable to be transferred. The cable was replaced with a new one. There may have been a female pin on the patient's system controller which may have caused the patient cable issue. It was recommended that the system controller be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the system controller connector was not confirmed. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time and alarmed for all appropriate alarms. The provided information stated that the suspected that the female pin of the controller was causing the damage to the patient cables. The controller was connected to multiple calibrated patient cables and did not cause any damage to the connectors. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was exchanged.